Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. Device not explanted. Complainant part was returned for manufacturer review/investigation. (B)(4) used for: the complaint indicated that the blade cut-out post-op requiring additional surgical intervention. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported, that an open reduction internal fixation (orif) was applied to original surgery for proximal femoral subtrochanteric fractures on (B)(6) 2018. The surgery was completed in a usual manner,a proximal femoral nail (tfna) middle nail (04.037.244s) and set screws (being in locked position; part # unk) were applied it was about a week after the surgery the patient had a x-ray. And it was found that tfn-advanced blade (04.038.295s) in question had been cut-out slightly out of the bone head. Per surgeon: the (B)(6)-year-old female patient has very inferior bone quality, however, she has been in stable condition and has not mentioned pain since the incident. A revision is planned. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: date received by MFR. On follow up 3 should have been may 31, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device. Part number: 04.038.295s , lot number: h439273 , date of manufacture: 15 september 2017 , place of manufacture: elmira , part expiration date: 01 september 2027 , nonconformance noted. Description of DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications but there was a nonconformance (nr) noted.. This nr was for scrapping 42 lbs of the 801 lb lot of raw material received for a bent bar straightness non-conformance. This nonconformance had no effect on the complaint as the nonconforming bars would not feed into the production machine. The remaining 759 lbs of this raw material lot conformed and was accepted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release. Nonconformance is not relevant to the complaint condition as bent out of tolerance nonconforming bars would not feed into the production machine. The risk assessment for tfna addresses the hazard ¿head element cut out in the femoral head superiorly, collapse of femoral head, or varus deformity may occur post surgery which may lead to patient harm. This complaint condition is adequately covered by the risk assessment. Product is currently not available. Product may become available after planned revision occurs. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: trochanteric fixation nail advanced (part 04.037.244s, lot h085614, quantity 1); locking screw (part 04.005.522s, lot l589615, quantity 1).

Manufacturer narrative:
Corrected data: legal manufacturer contact name, address, telephone. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.